Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that infusion set tape is not sticking and also patient experienced high blood glucose of 380 mg/dl and treated with insulin injections and also had symptoms of ketoacidosis. The event occurred on (B)(6) 2026.